Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during a cataract extraction procedure the system displayed a system message. A corneal wound burn was noted at that time where the phacoemulsification (phaco) tip and sleeve contacted the eye. The staff tried to clear the system message by exchanging the fluid management system (fms) but aspiration remained poor. The system was powered down and restarted and a new fms was used but still aspiration was poor. Technical services was contacted and they recommended to exchange the fms again. The third fms was prime/tuned but still aspiration remained poor. A company representative suggested to exchange the handpiece and tip. This resulted in better aspiration but phacoemulsification (phaco) power was poor. The surgeon made the decision to close the wounds and have the patient transferred to another facility for completion of the case. Additional information has been requested but not received.

Manufacturer narrative:
Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The system and four handpieces were examined. The company representative was unable to find anything that would have contributed to the reported event. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).